Event description:
Healthcare professional reported via national breast implant registry (nbir) "device migration/implant malposition, change shape/size/style, ptosis". This record is for the right side. The device was explanted.

Manufacturer narrative:
This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026 the event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration and malposition